Manufacturer narrative:
Unit power up properly after battery installation. Insulin pump received with operating currents within spec. Unit passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Pump trace download analysis confirmed the pump alarmed power error. The power management tool confirmed power error alarm was triggered when the backup battery unloaded voltage (ul vlith) was less than 3.7v for 240 consecutive minutes due to non-sleep anomaly software error. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump had an alarm this alarm is generated when a power system error is detected and this error does not prevent the pump from running. The customer¿s blood glucose was unknown at the time of incident. Customer was able to successfully clear the alarm. Customer was able to complete insulin pump rewind. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.